Event description:
A trauma patient returned to the special procedures radiology department at the medical center for removal of an inferior vena cava filter that was placed to prevent deep vein thrombosis (dvt). Findings: an optease filter is noted to be in the inferior vena cava at approximately the level of the renal veins; its hook is directly superiorly, representing inversion of its anticipated position. Successful retrieval of the optease inferior vena cava filter device which required a separate access and approach from the right internal jugular vein. Further investigation found the surgeon who placed the filter through the femoral vein, had placed the filter for jugular retrieval as he always had.please note the device comes in a cartridge that is printed with color arrows and text (femoral green) (antecubital/jugular blue) are marked on the constrainer cartridge.the arrow of the desired access site will point into the sheath introducer valve.what was the original intended procedure?retrieval of ivc filter.device #1is this a laboratory device or laboratory test?no.